Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) instrument to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned and was addressed with phone support.

Event description:
It was reported that during da vinci-assisted hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the site experienced non-intuitive motion with monopolar curved scissors (mcs) installed on universal surgical manipulator (usm) 4. The scissor would turn on its own and the jaws would not close all of the way. Site replaced the scissor and the replacement seemed to work better. The procedure was completed with no reported injury.